Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect unit has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor reported that the device was used to retrieve a balloon fragment from the patient. When the user secured the fragment and was trying to retrieve the device, the snare loop broke off in the patient. The physician used another snare to collect both the balloon fragment and the snare loop from the patient.